Event description:
During an aaa procedure, a gore viabahn endoprosthesis was positioned in the right renal artery to maintain flow. The proximal portion of a cook aortic stent graft was then deployed. The viabahn device was in positioned in the right renal artery for 30 min before deployment was attempted. The device deployed 2 cm but could not complete deployment. Attempts to manipulate the guidewire in an attempt to complete deployment were unsuccessful. The viabahn device was removed through the long introducer sheath and the aortic stent graft was deployed below both renal arteries. At the close of the procedure, no endoleak was noted and the pt's condition was fine.

Manufacturer narrative:
The investigation is in process pending the receipt of add'l info.